Event description:
A hydrothermablator procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, approx four minutes into the procedure, a fluid loss alarm sounded. The case was aborted over speculation that the cervix had been overdialated, although this information cannot be confirmed. Upon completion of the case, a burn was noted on the labia. Although attempts were made for additional follow up, there is no info regarding the degree or treatment of the burn. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The product has not been returned as it has been disposed, therefore, a failure analysis could not be performed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental medwatch will be filed.